Event description:
Hosp reported a pt was scheduled for a cervical spine MRI due to a spinal fracture. The pt was an in-pt from a monitored unit. The pt was moved to the scanner and the technologist attempted to hook him up to the pulse oximeter on the 9500 monitor and it was working intermittently. There was enough staff present so that one person was able to stay with the pt during the procedure. They placed a cup on the pt's chest in order to monitor respirations. After approx 10 minutes of scanning, the technologist noticed that the cup was not moving. The pt was removed from the scanner and an assessment of the pt determined he was not breathing. The pt was moved from the scanner and a code was called. The pt then expired.

Manufacturer narrative:
The failure analysis for the returned products has not been completed. Once the investigation is completed, a follow-up report will be submitted.